Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was capped due to noise and undersensing.

Manufacturer narrative:
On (B)(6) 2017: lead was capped due to pacing inhibition, loss of capture, very high thresholds, undersensing, and noisy signals. No known cause. No lead damage noted through fluro. Device codes have been updated. (B)(4).